Manufacturer narrative:
E3: occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the tr band had an air leak. The procedure performed was believed to be a heart cath. 18ml of air was injected into the tr band; however, approximately fifteen minutes after inflation the tr band began to lose air. It was unknown where the air was leaking from. Device was not noticeably damaged or manipulated in any way. Hemostasis was achieved by manual compression. The patient was stable and blood loss was known. It was confirmed that patient did not receive fasciotomy. The doctor was able to manipulate the device to achieve hemostasis.